Event description:
This complaint was created due to the receipt of a medwatch report mw5180148 on 31dec25. The current complaint database has been researched for this event and there were no findings. The report was found to be written against 9399a, sterling xtrasharp shaver great white shaver blade, 3.5 mm, device. It was stated that the device was being used during an unknown procedure in (B)(6) 2025. The report stated, ¿during surgery, a 3.5mm great white arthroscopy shaver broke. No parts were retained in patient. Xray images taken to confirm no retained pieces". The report states the event was a ¿serious injury¿; however, no codes were listed that indicated serious injury and no fragmentation remained in the patient. Also, the health effect clinical code is listed as ¿insufficient information¿. And the outcome attributing to the adverse event states ¿required intervention; but, the only intervention written in the description was the taking of xrays. Conmed cannot contact the reporter because they are anonymous and we are unable to obtain information beyond what is reported. There is no indication in the description of patient injury. There was no report of hospitalization of the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 18 complaints, regarding 20 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised do not use burs for plunge cutting. Injury or damage may occur. Do not use shaver blade or bur if they show any signs of damage. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage and replaced if necessary. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report mw5180148 on 31dec25. The current complaint database has been researched for this event and there were no findings. The report was found to be written against 9399a, sterling xtrasharp shaver great white shaver blade, 3.5 mm, device. It was stated that the device was being used during an unknown procedure in (B)(6) 2025. The report stated, ¿during surgery, a 3.5mm great white arthroscopy shaver broke. No parts were retained in patient. Xray images taken to confirm no retained pieces". The report states the event was a ¿serious injury¿; however, no codes were listed that indicated serious injury and no fragmentation remained in the patient. Also, the health effect clinical code is listed as ¿insufficient information¿. And the outcome attributing to the adverse event states ¿required intervention; but, the only intervention written in the description was the taking of xrays. Conmed cannot contact the reporter because they are anonymous and we are unable to obtain information beyond what is reported. There is no indication in the description of patient injury. There was no report of hospitalization of the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.